Event description:
The pt originally underwent total hip replacement due to oa in 1991. In 2004, ago, the pt complained of pain and dislocation of the bipolary cup was found. The surgeon performed revision surgery in 2004.